Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted. The root cause of the defective cells was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was having battery/charger faults.